Event description:
Rptr complains of chronic pain in lower back and hips. Her feet and legs burn and sting all the time. They hurt like a bad ear infection. She has to lean forward to walk. She has broken screws.